Event description:
It is reported that when the hospital opened the package in early 2009, the plastic was stuck to the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.